Manufacturer narrative:
(B)(4). Date sent: 3/5/2026 d4: batch # y7053l investigation summary the product was returned to ethicon cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with the jaws closed and no clip in the jaws. There was no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated. The device was disassembled to evaluate the condition of the internal components: the trigger was found bent, not allowing the internal components to move appropriately and feed clips into the jaws of the device. Seventeen (17) clips were found remaining inside the clip track. A CT scan performed prior to physical analysis showed the jaws in the closed position with no clip between them. The trigger was noted to be bent. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damaged on the device could be that the internal ribs were causing increased friction of the feeder plate and former plate, causing the trigger to experienced additional force that could interfere with the firing of the device. Device history review a manufacturing record evaluation was performed for the finished device batch y7053l number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.